Event description:
The abbott m2000 system is intended for use in performing nucleic acid testing in clinical laboratories. It is comprised of the abbott m2000sp and the abbott m2000rt instruments. The abbott m2000sp is an automated system for performing sample preparation for nucleic acid testing. The abbott m2000rt is an automated system for performing fluorescence-based pcr to provide quantitative and qualitative detection of nucleic acid sequences. A customer reported that the heated cover of the abbott m2000rt failed to achieve idle temperature in time. It smelled charred but no visible smoke or fire. No injury reported.

Manufacturer narrative:
This is likely a result from 24-volt heating circuit shortage located within the deep center of the m2000rt instrument, in a non-combustible environment. This shortage happens either during the instrument run or instrument initialization, during which the instrument door is closed and the heated cover is not accessible by the user. Similar to a burnt circuit, the event has no harm risk to the user (no electric shock hazard), and is not a fire hazard. The instrument was repaired.